Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with strong resistance. The packing coil lp was then advanced through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00133, 2. 3005168196-2021-00134, 3. 3005168196-2021-00135.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00133, 3005168196-2021-00134, 3005168196-2021-00135.

Event description:
The patient was undergoing a coil embolization procedure in the brachial artery using ruby coils lp, a packing coil lp, and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. Afterwards, the physician had difficulty advancing two ruby coils lp and one packing coil lp within their introducer sheaths; however, the physician was able to place the two ruby coils lp and the packing coil lp in the target location using the microcatheter successfully. The procedure was completed using additional penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.